Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.084" x 0.522" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The instrument was found to have a detached fragment. The fragment measured approximately 0.084" x 0.522" and was returned with the instrument. The fragment originated form the broken blade. The event caused wholly or partially by the user of the device to include sample handling. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken tip was still intact and not detached/broken off. The instrument did not collide with any other instrument or tool during the procedure. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.